Event description:
It was reported that there was "unsure" output with the device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that the cable pin broke off in the ventricle connector. It was also found that the upper/lower case, ring cover, and battery drawer were broken. Both bail covers were contaminated and the battery contacts were compressed. The ring was missing and the keyboard was contaminated and the window was scratched.